Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received a no delivery alarm. The customer was going to do a bolus for breakfast when the alarm occurred. The customer's blood glucose level at the time of the incident was 207 mg/dl. The event was resolved when the customer changed the complete infusion and reservoir set. Insulin did not exit during the 5.0 unit fixed prime test and the insulin pump alarmed a no delivery. The insulin did not exit with the plunger push and there was a greater than normal resistance. Additionally, the customer also received a button error and motor error. The customer was advised that the device would be replaced and agreed to return the product for analysis.